Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: during surgery on an unknown date, the tip of the screwdriver shaft broke off while trying to place the screw. All fragments were retrieved. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to a device marketed in the USA. The investigation of the manufacture data and the hardness specifications did not result in any deviations of the specifications. Our investigation of the contested screwdriver revealed that the tip completely broke off. The fracture of the tip was caused by a too high mechanical load.